Manufacturer narrative:
The investigation of vf/vt/af/at, low pump flow, and product damage (sleeve damage) has been completed. As the necessary information was not provided, the root cause of the vt/vf was not determined. As per clinical information provided, the root cause of the low pump flow issue was most likely improper positioning of the device as observed under transesophageal echocardiogram (tee) which was resolved with repositioning. Clinical states on (B)(6) 2025, the sleeve was torn off and tegaderm was use to wrap it. Pump was not returned for investigation. Therefore the root cause of the product damage (sleeve) was not determined since the product was not returned for investigation. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27974. D6a and d6b were erroneously entered on the initial manufacturer device report number 1220648-2025-27974. H6 medical device problem code 1562 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27974.

Event description:
The complainant reported that when the patient was in the operating room for impella 5.5 placement blood products and platelets were required for impella suction events. The next day, impella was repositioned. It was pulled back 1 cm to the 42 cm marker. Impella flow increased after repositioning. On day two of 5.5 support the patient received one unit packed red blood cells for ventricular tachycardia and suction alarms. On day 16 of support, it was reported that tegarderm was applied to the distal end of sterile sleeve where it was separated from total blood volume. The patient remains on support and outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.